Manufacturer narrative:
(B)(4). Batch # r92n7j. Investigation summary: the device was returned with the blade scratched and cracked. During functional testing on a gen11, although the device did activate, there was no audible feedback sound from the instrument when the clamp arm was fully closed. Also, an alert screen was displayed and then the blade broke off. When the device was disassembled to inspect the internal components, no anomalies were found related to the reported event. However, what was found was that the closure indicator was broken and not making contact with the moving trigger. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, contact with staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activation may increase the severity of the blade damage. This, in turn, can result in the device failing the pre-run test with the generator and displaying an alert screen. The alert screens that can result may include ¿tighten assembly,¿ ¿blade error detected,¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. The batch history record was reviewed, and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, two issues occurred. First, the device ceased to provide the audible click upon closure, one third of the way through the procedure. The second issue occurred two thirds of the way through, where the device error message appeared to clean blade. Cleaning was performed and testing completed, but indicated to replace instrument. No abnormal use or damage seemed to occur during procedure. The device was replaced and there was no reported patient consequence.